Event description:
It was reported that during an unknown procedure, the clips of the device were applied to the bile duct and found to be cross/malformed at the time of applications. The duct ligated by alternative methods. There was no patient consequence.